Event description:
It was reported that the asymptomatic patient presented to the clinic and the atrial lead exhibited intermittent loss of capture. The patient had been lost to follow-up. All other electrical values were within range. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.